Event description:
Customer alleges discrepant results with meter: date: (B)(6) 2011, inratio: 5.0, retest inratio: 4.2. Patient's target therapeutic range is 2.0-3.0. Results done 5 minutes apart.

Manufacturer narrative:
Customer was milking the finger. Per product user guide - precautions and warnings, "do not use repetitive pressure to collect the sample." Squeezing the fingerstick site excessively (milking) releases interstitial fluid and may cause inaccurate results. Inratio precision data provided by end-user lot: date: (B)(6) 2011, ist inr: 5.0, 2nd inr: 4.2, mean: 4.60, sd: 0.57, %cv: 12.30. Since % cv is less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time. Analysis of the client's data from repeated inratio tests revealed that test result comparison met precision criteria. Customer's technique could affect test result. No product was expected to be returned. Retained strip test (performed 07/11/2011) results comparison met precision criteria. (B)(4). Action threshold (B)(4) has been reached. From 08/19/2010 to 07/06/2011, there have been 9 therapeutic and 3 normal donor sample tests performed. Test records indicated all strip test results met product performance when compared to the results from in vivo tests. No corrective action required at this time as no product deficiency was established.